Event description:
The user stated they got a calcium value of 11.4 mg per dl on a patient sample that did not pass a delta check with the patient's previous result. They reran the sample and got a value of 8.9 mg per dl. They repeated the sample again and got 9.0 mg per dl. The erroneous result did not get reported.

Manufacturer narrative:
The field service representative was unable to reproduce the problem and inspected the entire analyzer with no problems found. To verify the analyzer performance, he performed several instrument checks with all the results within specifications.